Event description:
It was reported that during a da vinci-assisted surgical procedure, the first clip was placed and fired normally. Clips were reloaded. The customer attempted to use the medium-large clip applier instrument, but the clip would not close properly all the way. The customer had to get a new clip applier instrument to complete the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier instrument occurred when the surgeon attempted to clamp. The clips would not close. They attempted multiple clips, so the clip applier was causing the issue. The issue was resolved by using a new clip applier instrument to finish the procedure. The new clip applier worked. The customer sent out the instrument through their shipping department. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument to perform failure analysis. The clip applier instrument was analyzed, but failure analysis could not confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The complaint was not confirmed by failure analysis.